Manufacturer narrative:
Visual evaluation of the complaint device showed that the control wire was cut and only 12cm of the distal end of the device was returned. The clip prongs were not locked into the capsule and were not bent. Functional evaluation was not performed due to the condition of the returned device (control wire cut). Although failures were observed reported failure could not be confirmed. There isn't enough information to determine a definite or potential root cause for this event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Manufacturer narrative:
Reported event of clip failed to release from the catheter. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
(B)(6).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a hemostasis procedure in the esophagus performed on (B)(6) 2014. According to the complainant, during the procedure, the clip was difficult to grasp and lock onto the tissue, and then failed to release from the catheter. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a hemostasis procedure in the esophagus performed on (B)(6) 2014. According to the complainant, during the procedure, the clip was difficult to grasp and lock onto the tissue, and then failed to release from the catheter. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a hemostasis procedure in the esophagus performed on (B)(6) 2014. According to the complainant, during the procedure, the clip was difficult to grasp and lock onto the tissue, and then failed to release from the catheter. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.